Manufacturer narrative:
Unknown, used the first date of the aware month.

Event description:
It was reported that the patient had the inflatable penile prosthesis 24 cm cylinder replaced with 21cm cx cylinder and a 1 cm rear tip extender (rte) as the original suture line had failed. The corporotomy broke open during use and the cylinder extruded out the open area causing a bulge inside of the penis. The right cylinder was replaced with a shorter cylinder on that side due to malposition and the site was repaired. The patient fully recovered.